Manufacturer narrative:
The peritonitis occurred on an unknown date in (B)(6) 2016. (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient presented to the emergency room and was subsequently admitted for the peritonitis event. On an unknown date, approximately one week after admission the patient was discharged from the hospital. Treatment for the event, patient outcome and action taken with pd therapy was not reported. No additional information is available.